Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7308083. Model/catalog description: nfinion 16 trial lead kit 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing undesired sensations. Imaging confirmed that the spinal cord stimulation (scs) leads migrated. The patient had an early lead pull and was doing well postoperatively. The explanted devices were not returned.